Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 and the root cause was determined to be use error, due to an open clamp. The labeling instructs the customer to ensure clamps on unused lines are closed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A customer contacted global technical service (gts) reporting a system error 2240/2367 (air in set) during dwell 3 of 5 on the homechoice (hc). The technical service representative (tsr) explained the message to the home patient (hp) and informed them to use manual bags and contact the registered nurse (rn). During troubleshooting it was discoverd that the hp had an open clamp on an unused line. There was patient involvement. There was no serious injury or medical intervention reported.